Manufacturer narrative:
B5: the reporter indicated that a 12.6mm, vicmo12.6, -9.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of event was unknown. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned dry, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6 mm, vicmo12.6, -9.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a same length lens due to low vault. This exchange resolved the problem. Cause of event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.